Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing off the pulmonary vein in a right upper lobectomy, the surgeon was not able to squeeze the handle and it did not fire even after pressing the green button. They used another reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.